Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the black part of the shaft at the tip of the fenestrated bipolar forceps came out of the metal articulating jaws. The customer further stated that this issue occurred on arm 1; the same arm they had been having trouble with. The customer had to pull the trocar out to get the fenestrated bipolar forceps out of the abdomen. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the fenestrated bipolar forceps instrument was inspected by the sterilization and or team prior to use. There was no problem with insertion of the instrument. When starting to use the instrument, the customer noticed the black sheath coming out of the metal tips. The customer had to stop the procedure and pull the trocar with the instrument out of the abdomen. The instrument would not pull back through the trocar to take out of the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting black part of the shaft at the tip of the fenestrated bipolar forceps came out of the metal articulating jaws, an investigation was completed to determine the cause of this reported event. Failure analysis confirmed that the broken main tube was related to the customer complaint. The fenestrated bipolar forceps was found to have the main tube broken. The pieces measuring approximately 0.108¿ x 0.042¿ and 0.218" x .069" were not returned with the fenestrated bipolar forceps instrument. The complaint regarding the tube damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that fragments were missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.